Event description:
Bausch & lomb boston advanced formula cleaner. Eye became very red and painful; soft disposable lens was ruined. Solution was purchased approximately one week prior to use in a sealed box and bottle itself was sealed. The other bottle -disinfectant- in the box -also sealed- did not produce an adverse reaction. Date of use: 2008. Diagnosis or reason for use: used after lenses were disinfected. Event abated after use stopped: yes.